Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 30 mg/dl while wearing the pod between 4 and 24 hours. The patient experienced losing consciousness. The patient was treated with glucose IV( intravenous) drip. The patient was also prescribed tresiba insulin. The patient was released three days later. The pod was removed before going to the hospital.